Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the yprc02r, y-knot pro rc anchor, two ribbons device was being used during an arcr procedure on (B)(6) 2025 when it was reported ¿the patient was experiencing pain in the acromion, and an MRI showed that the hole where the implant was inserted appeared to have enlarged.¿ further assessment questioning found that the device did not malfunction during use and there were no problems inserting the anchor at the time of surgery. It is unclear whether the anchor remains in place. The physician is currently undecided about whether to proceed with a reoperation. The procedure was completed without the use of an alternate device and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury of the patient experiencing pain in the acromion.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that detailed instructions on the use and limitations of the device should be given to the patient. The patient should be told to follow the surgeon¿s protocol for postoperative management. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the yprc02r, y-knot pro rc anchor, two ribbons device was being used during an arcr procedure on (B)(6) 2025 when it was reported ¿the patient was experiencing pain in the acromion, and an MRI showed that the hole where the implant was inserted appeared to have enlarged.¿. Further assessment questioning found that the device did not malfunction during use and there were no problems inserting the anchor at the time of surgery. It is unclear whether the anchor remains in place. The physician is currently undecided about whether to proceed with a reoperation. The procedure was completed without the use of an alternate device and there was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury of the patient experiencing pain in the acromion.